Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the product code of the silk suture?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke during internal fixation. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you identify the product code of the silk suture? Could not provide additional information.